Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to the hospital for non device related reasons. Upon interrogation, the right atrial lead exhibited intermittent undersensing. The device was reprogrammed and the physician would continue to monitor the patient.